Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is likely that image noise occurred due to the failure of the charge couple device unit and cable unit as a result of the deterioration over the service life or unexpected stress on the head and cable unit caused by the user's handling. The instructions for use includes the following statements that can prevent the issues from happening: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image was intermittent and with lines. This is attributed to the faulty charge couple device unit. There was also shortage in the cable causing intermittent noise on image. Cause for these could not be conclusively determined.

Event description:
As reported for this event, the device yielded no image only lines. There is no harm or adverse impact to patient reported.